Event description:
The asahi caravel 135 cm catheter fractured at the distal tip during percutaneous coronary intervention of mid right coronary artery. The tip of the catheter advanced downstream to a terminal plv branch <0.5mm vessel. This was felt to not pose an acute or sub acute risk warranting retrieval with a snare.